Event description:
A customer reported an error with their continuous glucose monitor, identified as cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided guidance for a pump reset, and after the reset, the error did not reappear. The customer successfully started a new sensor session.